Event description:
Pt had epicardial pacing wires connected to external pacemaker generator. The pt was being monitored via co arrhythmia monitoring system. At approx 0425 the nurse observed the pt to demonstrate a change in rhythm. The arrhythmia monitoring system provided no audible alarm based on the rhythm change. Assessment of the pt revealed a state of cardiac arrest. Review of the monitored rhythm demonstrated pacemaker spikes without any capture (qrs). Arrhythmia monitoring system did not identify the rhythm change as "pace not capture" or "asystole" which would have provided audible alarm.